Event description:
Per the clinic, it was noted that nine electrodes were high in impedance and the patient experienced deteriorating performance with the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.